Event description:
A customer reported that the patient treatment ended earlier than expected. The lv 1.5 infusor was expected to last 168 hours, however, it had elapsed 12 hours shorter than expected on two incidents involving the same patient. See mfg. Report# 6000001-2007-03058 for the other incident. The customer reported that the sample contained flurouracil mixed with normal saline. The incident was noted after use on a patient, however there was no reported patient injury or any medical intervention provided to prevent serious injury.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. A sample evaluation was not conducted as the device involved in this incident was discarded by the reporting facility.a batch review cannot be conducted as the lot number of the device involved is unknown.the manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.